Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to experienced high blood glucose at (B)(6) 2019. The customer¿s blood glucose level was 551 mg/dl at the time of incident. The customer¿s current blood glucose value was 524 mg/dl, 540 mg/dl and above 600 mg/dl. The customer treated high blood glucose with bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivery. The insulin pump will be returned for analysis.